Manufacturer narrative:
The ge svc rep replaced the power cord, booted the system and verified the collimator stuck error on the bottom of the left monitor. He removed the collimator cover and discovered the drive motor for the collimator unplugged from the circuit board. He plugged the ribbon cable into the circuit board and rebooted the machine. The rep watched as the machine booted and discovered the drive motor was turning in its housing instead of turning the collimator. He secured the drive motor in its housing, and verified the collimator turned instead of the motor on boot. The system functions as intended.

Event description:
The customer reported that the system boots with a collimator stuck error and the power cord is cut in multiple places.